Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the system powered off unexpectedly. This had also happened preoperatively. The site was able to reboot both times to continue with the use. This caused a 10 minute delay and no patient impact. The probable cause is that the battery was overheating causing the system to power off. Additional information was received. The system was plugged in to a known functional outlet when it turned off.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID 9735773, lot number 1913 a medtronic representative went to the site to test the equipment. The battery was replaced and the system then passed testing. Codes b01, c02, and d02 are applicable to this analysis. The battery (lot number: 1913) was returned to the manufacturer for analysis. The battery was tested (52.91v) with a known good ups for a 24hr period. Ups was then unplugged from main power and did shut down immediately. Battery did show signs of leakage. Codes b01, c02, and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.